Event description:
It was reported the patient's blood glucose rose to 15 mmol/l (270 mg/dl). The pod was worn on the patient's leg for longer than 48 hours.

Manufacturer narrative:
The soft cannula was found to be damaged. Due to tear the soft cannula was found to be shorter then expected. Due to the torn off soft cannula, fluid could not flow through the complete fluid path. It could not be determined when the tear occurred or if it contributed to the pod failing to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.